Event description:
Customer complaint initially reported the catheter was kinked/bent (captured in MDR report# 3006425876-2022-00660). Additional information was received that "the catheter bent, but it was mainly the guide that unraveled in two during removal". Both the guidewire and catheter were removed. No patient injury reported. There was a delay of treament without harm to the patient.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer complaint initially reported the catheter was kinked/bent (captured in MDR report# 3006425876-2022-00660). Additional information was received that "the catheter bent, but it was mainly the guide that unraveled in two during removal". Both the guidewire and catheter were removed. No patient injury reported. There was a delay of treament without harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc catheter, one guide wire, and product lidstock for analysis. The guidewire was returned within the catheter. Signs of use in the form of dried blood was observed on the guide wire. Visual examination revealed that the guide wire was unraveled from the proximal tip and is kinked in multiple locations along the body. The core wire proximal end was deformed and exposed out of the coil wire. The distal j-bend is misshapen but intact. Microscopic examination confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. Microscopic examination of the catheter and insertion components did not reveal any defects or anomalies. The major kinks in the guidewire measured 241mm, 259mm, 296mm, and 375mm from proximal tip. The overall length of the guidewire measured 687mm which is within specification limits 678 - 688mm per guide wire product drawing. The outer diameter of the guidewire measured 0.85mm which is within the specification limits 0.838-0.877mm per guide wire product drawing. The catheter body total length measured 267mm which is within specification limits of 257-277mm per catheter product drawing. The undamaged portions of the guide wire passed through the returned catheter with minimal resistance. A lab inventory guide wire of same diameter (0.877mm) as that supplied in kit was also passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this product warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage". The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.